Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulation leads for parkinson's dual and movement disorders. It was reported that the nexframe was being used inter-operatively for registration and the alignment was off. The health care provider (hcp) replaced the device and the issue was resolved. There was no known impact or consequence to the patient. Please see report number 3007566237-2016-04091.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.